Manufacturer narrative:
The reported event was confirmed during visual inspection of the autopulse platform (sn (B)(4)). The autopulse platform is a reusable device and was manufactured on 25 feb 2008 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and related to the reported complaint. Visual inspection of the platform found a damaged lcd display screen. Initial functional testing could not be performed due to the observed damage. After the lcd display screen was replaced, the platform was functionally tested and found physical damage on the front enclosure cover and the lifeband clip. These observations are unrelated to the reported event. The damaged parts were replaced and the platform was further tested. The platform passed all testing and operated using a large resuscitation test fixture for 15 minutes without error and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) display screen was reported damaged and was unreadable. The issue was observed during shift check. No patient was involved with this event.